Manufacturer narrative:
(B)(4). Concomitant medical products: 00877504003 ¿ biolox head ¿ 3106106. 30104006 ¿ liner ¿ 65509525. 010000664 ¿ g7 cup ¿ 7263679. 00625006525 ¿ bone screw - j7324723. The product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left hip revision approximately 1 month post implantation due to the stem subsiding and bone fracturing. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - stem. Medical records were not provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. A summary of the investigation was sent to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.